Event description:
Reportedly, the subject device was explanted one day after implantation due to a bipolar pacing impedance measurement over 3000 ohms and a unipolar pacing impedance measurement below 200 ohms.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was mfg and used outside the united states. In response to the warning letter that (B)(6) issued to sorin biomedica crm (dated (B)(4) 2009), sorin is filling this MDR at this time. (B)(4). Summary of laboratory investigation: status of the returned lead: the subject lead was returned inside a plastic bag. As received, the fixation screw is extended. Damage to the insulation and to the conductor coil is noted at 200mm from the connector. This damage includes three cuts in the insulation and crushing to the conductor coil in the region of the suture site. The suture sleeve that was returned on the body of the lead does not reveal any damage. No other abnormalities were noted to the returned lead. Conclusion: no mfg defect was identified during the course of the investigation. The cause of the electrical issue, as described by the physician, was most likely caused by damages incurred to the body of the lead because the sutures were placed directly on the lead insulation. It is also noted that these damages to the lead are not considered to be mfg directs, because there are controls in place to disallow gross defects such as these.